Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head had flickering on the screen and color change of monitor. The issue occurred during a therapeutic cystoscopy and was competed using the same set of equipment. There were no reports of patient harm.

Event description:
It was reported the camera head had flickering on the screen and color change of monitor. The issue occurred during a therapeutic cystoscopy and was competed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, the device evaluation found water tightness failure. Based on the results of the investigation, it is likely that the most probable cause is due to moisture inside the charged couple device because of a watertight defect. A device history review revealed no issue that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.